Event description:
It was reported the patient was not feeling stimulation and impedances were measured to be greater than 10,000 ohms for electrodes 0 and 1 when run at 0.7v. The patient¿s clinical effects had worsened. A disconnection was suspected so x-rays were done. X-rays showed the tip of the lead was fractured and had completely broken off. The lead was placed in the cervical spine and the tip of the lead appeared to be located in the high cervical region. At the time of this report, the lead had not been explanted or replaced. The patient¿s healthcare professional (hcp) decided to not perform an operation and use other available electrodes instead. The patient¿s next appointment with their hcp was in (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778, serial # unknown, product type lead; product ID 7482, serial # unknown, product type extension. (B)(4).